Event description:
Report received from (B)(6) stating that the device had an air leak. The device was used in surgery. There was no pt or user injury. It is unk if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of air leak could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If add'l info is received a supplemental report will be submitted.